Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: neither the preloaded delivery system or the intraocular lens (iol) were returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the serial number is unknown; therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event(s): unknown, not provided. Serial #(s): unknown/not provided. Catalog #(s): complete catalog numbers are unknown since serial numbers were not provided. Expiration date(s): unknown since serial numbers were not provided. UDI #(s): unknown since serial numbers were not provided. If implanted, give date(s): unknown, if the lenses were implanted. If explanted, give date(s): unknown, if the lenses were implanted and therefore unknown if explanted. (B)(6). This report is being filed on an international product, (B)(4) number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040. Manufacturing date(s): unknown since serial numbers were not provided . Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that on multiple occasions the pcb00v intraocular lenses (iol) were released suddenly/uncontrolled from the delivery system. Patients involvement was reported. No further information was provided.